Event description:
It was reported to gore that a gore viabil biliary endoprosthesis was placed for a benign extrahepatic anastomotic stricture with planned removal at seven months. During the planned procedure to remove the device, the physician indicated that the stent contracted inward at both ends, decreasing the overall effective length of the device. The duodenal end of the device was no longer across the papilla allowing direct endoscopic visualization. Removal was not attempted due to loss of direct visualization and a plastic stent was placed through the endoprosthesis. The pt will undergo a tertiary procedure to remove the gore viabil biliary endoprosthesis.

Manufacturer narrative:
A review of the manufacturing records verified that the lot met all pre-release specifications.